Event description:
It was reported that the power cord was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Unit has not been evaluated by MFR, follow-up will be filed as necessary based upon investigation results.